Event description:
Breakage of the ceramic head of total hip prosthesis.

Manufacturer narrative:
The complaint sample was sent to a laboratory for a visual inspection. We will provide further info when the investigation is complete. This event occurred outside of the us and involves a prod that was mfg outside of the us. However, because the affected prod is also marketed in the us, (B)(4) is submitting this MDR to ensure full compliance with 21 cfr part 803.